Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported pain at the implantable neurostimulator (ins) site when they puts weight on their right leg. The patient stated that it started "a couple of weeks ago" and the pain comes and goes. The patient reported that they broke up a dog fight about 1.5 months ago and they fell, "not really hard." It was reported that it had been occurring intermittent. It was considered to be a sudden change in therapy/symptoms. Relevant medical history includes spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.